Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) patient was hospitalized with a pump thrombosis and was treated with medication to treat blood clots. It was noted that the patient had bleeding from chronic wounds so half the dose was given. The patient had labs and blood cultures drawn and chest x-ray, computerized tomography (CT) scan done.  Per review of log file data there was aslight increase in vad flow and power which did normalize by the time the patient was discharged.  The patient was readmitted for fever and concern for thrombosis. The lactate dehydrogenase (ldh) was outside normal parameters and the infection parameters were increased.  Log file data was reviewed again and it showed that the vad had a slight increase in flow and power. The vad remains in use.  No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional event details.medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient was readmitted for pump thrombosis and received medication. Subsequently, they were "bleeding from chronic wounds" and the medication was stopped. It was also reported that the vad exhibited low flow and high watt alarms and increased flow and power.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed a slight increase in power consumption and estimated flows beginning on (B)(6) 2024, followed by a return to normal parameters on (B)(6) 2024. An additional increase in power consumption and estimated flows to parameters above normal operating range was logged starting on (B)(6) 2024, and eight (8) high watt alarms were logged since (B)(6) 2024. A decrease in parameters was then logged on (B)(6) 2024 and one (1) low flow alarm was logged on (B)(6) 2024. As a result, the reported high power and low flow events were confirmed. Of note, information provided by the site indicated that the patient received blood clot medication. Based on the available information, the device may have caused or contributed to the reported event. Based on the available information and historical review of similar events, the most likely root cause of the reported high-power event can be attributed to external factors such as thrombus formation/ingestion. Based on risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. Per the instructions for use, thrombus, infection, and bleeding are known potential complications associated with the implantation of a vad. Based on a review of past adverse events for this patient, it was noted that the patient had a history of thrombus and bleeding. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.